Manufacturer narrative:
Unit passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. Unit alarmed external error during the self-test, problem isolated to mother board. Unable to perform off no power test due to external error alarm. All operating currents are within specification. Unit was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed external error. The customer was able to rewind the insulin pump. The customer was able to clear the alarm. The settings were cleared from the insulin pump and her basal rates were all gone as well. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.